Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was used. Weakened strip occurred. When adjusting the tension, the mesh became too thin to play its supporting role under the urethra. Changed to another. End of normal procedure. There were no consequences in the end for the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: lot number? 3942509. H3 analysis summary: neuchâtel team received for evaluation a product tvto-laser device product code 810081l, batch 3942509. The product was decontaminated and well packaged. The received device was manipulated, as the original packaging and all the device components were missing. Only a damaged mesh has been received with organic matter over. Evaluation of received device: it was observed that the mesh was fold in two places, it has several stitches broken on each edges, the mesh is frayed. In the middle of received the mesh it was observed that the knitting has been extended, as the width appears thiner than the rest of the mesh. The edges are roughly damaged. It was also noticed for each extremities, one side seems to has been properly cut, but the other side look like as it has been ripped off from its attached, as the mesh has an irregular cut. The defect described in the event is aligned the defects seen on the mesh device, during the product evaluation. However, the defects identified during the product evaluation are not linked to a manufacturing issue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.